Event description:
A dreamstation auto bipap device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, the device was visually inspected found evidence of foam degradation (blower foam degradation). During the evaluation, foam particles were visible. Additionally, the device displayed error codes error #53 (err_comp_log_sem_timeout), error #73 (err_sensor_press_offset_stop). The device was scrapped by the service center after the evaluation was completed.